Event description:
Boston scientific received information that this transvenous lead had dislodged due to twiddler's syndrome, with the lead tip ending up in the device pocket. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.